Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the up and down buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas and evaluated on (B)(4) 2014 with the following findings: the pump¿s keypad was worn but there was no tearing or peeling evident. The down button was found to be intermittently responsive. Contamination was found underneath the contacts for the down and contrast buttons. Unrelated to the keypad issue, the audio bolus button cover was detached/missing from the pump. Additionally, the battery compartment was cracked. (B)(6).